Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The patient was attempting to get up off the commode when the seat popped off, causing him to fall.